Event description:
Following a stent procedure in the right common iliac, an angio-seal device was placed in the pt's right groin. As the physician tamped he felt that the tamper tube may have gone farther than is normally expected into the artery. Sporadic bleeding was noted from the puncture site, therefore, digital pressure was held for approx 10 minutes and 20 mg of protamine was administered with control of the bleeding. The physician suspected that collagen may have been deployed within the artery, therefore he used a contralateral approach and was able to identify an occlusion on the right. The pt was taken to surgery where the device anchor and collagen were indentified as having been deployed within the artery. All device components were removed and a patch performed. The anchor was noted to have caught on a branch, and plaque was also identified within the artery. The vessel was repaired with flow restored. As of 9/10/1998 there has been no further report to the MFR of complication or pt sequelae.